Event description:
Pt reported that their one touch ultra meter kept giving the error 5 message. This issue was not resolved with troubleshooting. Medical affairs specialist called the pt in 1/2004 to obtain more clinical info. Left message for the pt, but pt did not respond back. Per the initial info provided by the pt, pt was taken to the hospital. There is insufficient info regarding the hospital visit to determine if the meter contributed to any event. Therefore, this case is reported as a meter malfunction. A letter will be sent to the pt.